Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not save images during the procedure. Philips engineer called the customer three times and no further information regarding the issue has been provided. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not save images. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not save images during the procedure. Philips engineer called the customer three times and no further information regarding the issue has been provided. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.